Event description:
Rptr received 2 units of prestige smart system glucose control low with ndc printed as 56151-563-01. However, such ndc is not consistent with the ndc cited in 2001 red book. Rptr contacted customer support of home diagnostics, inc and confirmed that the low should carry ncd 56151-561-1. Apparently, there was a discrepancy on the ncd printed on the package. Advised that replacements of such may be arranged, if necessary. The bottle within the package is actually labelled correspondingly as low. No actual dispensing to pt took place.